Event description:
It was reported that during a trochanteric fixation nail (tfn)-right, the blade would not pass through the nail. The surgeon removed the nail and used a different nail with the same blade and it passed through with no problem. The nail is available for return. Patient was not harmed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation could not be completed; no conclusion could be drawn, as no product was received. However, a review of the device history records for manufacturing revealed no complaint related issues. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product code for this report includes hwc. Original awareness date is 3/8/12.

Event description:
This is report 1 of 1 for complaint (B)(4).